Event description:
It was reported while using bd q-syte¿ needle-free connector there was disconnection. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the disconnection with this product to the IV line.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-apr-2023. H6: investigation summary it was reported there was disconnection issues. To aid in the investigation, photos and samples were received for evaluation by our quality team. A visual inspection was performed and one of the luers was not assembled correctly to the housing. This type of disconnection occurs because the connection is not performed according to the instructions for use. It is important to use the correct connection. The connecta cannot be used with devices that do not match the ports or luer. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation, bd was not able to confirm or duplicate the reported failure mode.

Manufacturer narrative:
D.4. Medical device expiration date: unknown, h.4. Device manufacture date: unknown, h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte¿ needle-free connector there was disconnection. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the disconnection with this product to the IV line.